Event description:
It was reported that during intra-aortic balloon (iab) therapy, the patient developed a seroma at the insertion site following the placement of a sensation plus iab on (B)(6) 2025. The seroma formed shortly after the insertion. On (B)(6) 2025, the patient underwent axillary exploration with drainage of the seroma. According to the physician¿s notes, there were no signs of infection. A wound vacuum (wound vac) was placed. On (B)(6) 2025, the catheter was replaced, and a new iab was inserted inferior to the previous placement. No harm reported.

Manufacturer narrative:
Due to character limit in block e1 event site state: (B)(6). The UDI is incomplete as both the serial number and lot number are unavailable. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: b1, b2, b5, b6, b7, h1, h6 (health effect clinical code, health effect impact codes). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. All failure modes related to balloon malfunction are addressed in the risk file and their individual complaint occurrence rates are within its risk profile. The IFU addresses the mitigations for all balloon failures. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The iab catheter is unknown based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the patient developed a seroma at the insertion site following the placement of a sensation plus iab on (B)(6) 2025. The seroma formed shortly after the insertion. On (B)(6) 2025, the patient underwent axillary exploration with drainage of the seroma. According to the physician¿s notes, there were no signs of infection. A wound vacuum (wound vac) was placed. On (B)(6) 2025, the catheter was replaced, and a new iab was inserted inferior to the previous placement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device problem code, type of investigation and investigation conclusions).

Event description:
N/a.